Event description:
It was reported that a malfunction alarm occurred. The customer reverted to an alternate method of insulin therapy. Customer¿s blood glucose level was 80 mg/dl. It was reported that the customer experienced a low blood glucose (bg) level of low on cgm due to needing settings adjustments. Low bg was addressed by consuming carbohydrates. Reportedly, customer consulted their healthcare provider who assisted in adjusting settings to better meet customer's needs.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.